Manufacturer narrative:
The device in question was returned to manufacturer on april 24,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a system failure occurred (24a: control stopped) during use and an error message was displayed "a systems failure occurred. You have limited access to setting menu only. Restart the device in order to proceed if the problem persists, contact karl storz service". No negative impact in state of health reported. On may 26,2025, we were informed that the reported procedure was prolonged for more than 60 minutes and that an additional/prolonged hospitalisation was required.